Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Red status indicator.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer) the device history records for the returned sam 350p device was reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed prior to the despatch of the sam 350p from heartsine technologies (B)(4) on the (B)(6) 2016. The history log for this device showed that the pad-pak was first installed on the (B)(6) 2016 and that it had performed to specification up to the (B)(6) 2017. On the (B)(6) 2017, the device records a power up of 27 minutes' duration in which an in-range patient impedance was detected. No shock was advised. An additional power up was recorded later that day. Although both power ups record an in-range patient impedance this is not related to the reported fault. The device performed to specification throughout this event. The device was tested on the calibrated defibrillator analyser using the returned pad-pak and the device delivered a test shock without fault. No fault could be found